Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the plaintiff exhibited elevated metal ion levels in blood after a left hip bhr primary surgery (about 20 mcg/l). No revision surgery or any other medical intervention has been indicated for the patient´s left hip, however, the patient underwent a right hip revision surgery due to metallosis on (B)(6) 2021 (covered under (B)(4)). This case was created because we can not rule out the contribution of the left hip bhr system in the alleged elevation of metal ion levels. The primary left hip bhr surgery was performed on (B)(6) 2010.

Manufacturer narrative:
H3, h6. It was reported that the patient exhibited elevated metal ion levels in blood after a left hip bhr primary surgery (about 20 mcg/l). No revision surgery or any other medical intervention has been indicated. As no device batch numbers were provided for investigation for the acetabular cup and the femoral head, a manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the acetabular cup and femoral head. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Similar complaints have been identified for the part number and the reported failure mode for both devices and this will continue to be monitored. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. With the information provided, the clinical root cause of the reported elevated metal ions and mild symptoms cannot be confirmed. However, the reported ¿metallosis¿ of the contralateral hip cannot be ruled out as a contributing factor to the elevated metal ions. The patient impact beyond the reported events cannot be determined. No further clinical assessment is warranted at this time. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H11: corrected data in g2.